Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is cracked around the reservoir compartment and the o ring is missing. Customer stated she taped it together to hold the reservoir in. Customer stated that there are also cracks around the battery cap and scratches on the screen. Customer reported she experienced some high blood glucose which she treated with the insulin pump and lows that she treated with juice. Customer stated that the highs were caused by her the insulin pump not holding the reservoir and the low issue was caused by her pushing the reservoir back in. Customer stated the device has been occasionally bumped since she wears it on her hip but now she wears it in her bra. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.